Manufacturer narrative:
The customer¿s report was confirmed. Visual inspection observed a high degree of dried fluid debris within the mechanisms of all three channels. There was also damage to the chassis around the actuators. The cassette would not sit correctly and an excessive gap was observed between the cassette of the infusion set and the chassis. Formal device testing was not undertaken because the cause of the condition was identified as the damaged chassis. The root cause of the reported event was determined to be the damage observed on the chassis in the vicinity of the channel a actuators.

Manufacturer narrative:
The model#/, catalog# , identified is a carefusion product, which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated. The 510k number provided is for the domestic similar product. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that the patient received an insulin overdose despite the device being on hold. Reportedly the patient required medical intervention in the form of observation and unspecified monitoring as a result of the event.